Event description:
Atrial and ventricular rate limit power on reset (por) was reported and the device was explanted. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: prk118104h firmware - error message/code. Rate limit power on reset